Manufacturer narrative:
Date of event is unknown. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent implant procedure (B)(6) 2018. Post-operative two screw heads broke. Patient underwent revision surgery on (B)(6) 2018. Patient was implanted with new longer plate. Patient outcome was reported as well. Upon the review of provided x-rays, it was noted that three screws broke postoperative. Concomitant devices reported: ti lcp(tm) distal femur plate 11 holes/276mm-right (part# 422.256, lot# l654580, quantity 1); lockscr ø5 self-tap l44 tan (part# 413.344, lot# l606571, quantity 1); lockscr ø5 self-tap l30 tan (part# 413.330, lot# 9107664, quantity 1); lockscr ø5 self-tap l44 tan (part# 413.344, lot# l659080, quantity 1); 5.0mm ti locking head screw self-tapping 70mm (part# 413.370, lot# l669487, quantity 1); 5.0mm ti locking head screw self-tapping 70mm (part# 413.370, lot# l556601, quantity 1); lockscr ø5 self-tap l75 tan (part# 413.375, lot# l700132, quantity 1); 5.0mm ti locking head screw self-tapping 70mm (part# 413.370, lot# l675253, quantity 1) . This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This complaint condition is confirmed as in the received x-rays, it is visible that three screws broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the plate and locking screws were implanted on the right distal femur.